Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up session, the patient's rv lead exhibited high impedances and high rv thresholds. As a result, surgical intervention was undertaken during which the lead was capped and replaced. The patient's condition was stable.